Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Event description:
The diamondback coronary orbital atherectomy device (oad) was selected for treatment of the proximal left anterior descending artery. Imaging revealed a vessel perforation following the third orbital atherectomy treatment. The device and guide wire were removed from the patient. Chest compressions were begun. Regaining access to the vessel was complicated by single access through an impella sheath; an alternative access site was created. Balloon tamponade and stent placement were performed but were unsuccessful in resolving the perforation. Efforts to revive the patient were discontinued since the functionality of the heart was deemed unrecoverable. The patient expired. In the opinion of the physician, the high-risk nature of the procedure and the patient's age contributed to the patient death.